Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during insulin delivery with multiple cartridges. Customer declined further troubleshooting. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.